Event description:
It was reported patient underwent a total hip replacement arthroplasty on an unknown date. Subsequently, the patient underwent a revision on (B)(6) 2014 due to wear and instability.

Event description:
It was reported patient underwent a total hip replacement arthroplasty on an unknown date. Subsequently, the patient underwent a revision on (B)(6) 2014 due to an unknown reason.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; date implanted - unknown; manufacture date - unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This same event was previously reported in error, reference medwatch 1825034-2014-01268 & 01283.